Event description:
Information received regarding the explanted device notes that one week post implant, the lead dislodged causing acute pain and pacing default. The lead was replaced. The patient was "fine" after the replacement surgery.